Event description:
I was called by the biomed, (B)(6), at (B)(6) today about a g5 that, per the biomed-> "either the vent kicked off or the rt kicked it off". The patient did expire while on the vent. This was all the info I was able to get from the biomed. I then contacted the sales rep to contact the rt director for a better description. The staff informed him the patient coded, had a dnr, and this was not a vent issue, but the biomed staff have the vent quarantined, and would like to have the vent checked out before put back in service.